Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 0125276. Customer states that the nurse found fm inside the barrel when aspirating insulin. The returned syringe was examined and exhibited a hard piece of material in the barrel. This material is likely a piece of plastic. A review of the device history record was completed for batch# 0125276. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Root cause: maintenance dispatch (l2l) #100153 was created on (B)(6) 2020 for prep dial inhabit gate jams. The bottom air jet in dead block was aimed too high causing insufficient bottom pressure on the barrel. The top air jet ¿blows¿ out the fm that may be in the barrel but the bottom air jet aids in aligning the barrel in a vertical position prior to entering the prep dial. Air flow may be restricted when the barrel is in an angled position.

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 7bag 420cas jp had foreign matter during use. The following was reported by the initial reporter: "this is a report about foreign matter found in a barrel. According to the customer's report, the nurse found fm inside the barrel when aspirating insulin."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 7bag 420cas jp had foreign matter during use. The following was reported by the initial reporter: "this is a report about foreign matter found in a barrel. According to the customer's report, the nurse found fm inside the barrel when aspirating insulin."